Manufacturer narrative:
No product has been returned for investigation nor were radiographic images provided to confirm the alleged event. Contraindications "...contraindications include but are not limited to: patients with inadequate bone stock or quality. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." Warnings and precautions "...potential risks identified with the use of this device system, which may require additional surgery, include: fracture of the vertebra¿" patient education: "...preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity¿"

Event description:
On (B)(6) 2019, patient underwent an extreme lateral interbody fusion procedure at l1-l5 levels. The procedure was completed successfully. A postoperative image was revealed bone fracture at l3 level. No revision procedure was planned since the patient was asymptomatic.